Manufacturer narrative:
Corrected information: d1, d2, d4 (model #, catalog #, serial #). Manufacturer reference: (B)(4).

Manufacturer narrative:
The complaint device has not been received. An investigation will be performed and a supplemental report will be submitted upon completion of the investigation. The manufacturer's reference number: (B)(4).

Event description:
It was reported that the button broke from the top tray on the right-hand side during the night. The patient suffered no harm/injury/adverse outcome and no medical intervention was required.

Manufacturer narrative:
The device has not been received; however, the non-visual device evaluation has been completed and the results are as follows: DHR results there were no issues during the manufacturing process. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).